Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. A 3.50 x 32mm synergy xd drug-eluting stent was advanced for but failed to cross the lesion. When the device was removed from the patient's body, it was found that the stent edge was flared. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.